Manufacturer narrative:
Other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with contamination and a bubbled by the downstream occlusion sensor seal area. Event history log review was performed and found evidence of reported problem. According to the investigation the customer's reported problem was confirmed. Further investigation found fluid ingression and contamination on the pump dso sensor. According to the investigation, this was customer induced. The investigation replaced the pump dso sensor and perform a full pm and all functional test. The problem source of the reported problem is user interface.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached properly" alarm when connecting to pump. It was reported that the patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame. No reported adverse effects or patient injury.